Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of ¿not cauterizing¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional as electrical continuity, energy delivery, cut test and grip force tests passed. A review of the system logs found no issues. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer instrument did not seal properly. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument was not cauterizing. The instrument was replaced with a backup vessel sealer instrument, and the procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr clarified that the vessel sealer instrument was not sealing. The csr confirmed that the customer heard an audible signal that the instrument was ready to use and then they proceeded. However, the csr was unable to confirm if the system produced the completed seal tone (fast audible tones). No error messages or codes were generated. It was noted that the vessel sealer instrument did not encounter any obstructions between the instrument jaws. The target tissue was less than 7mm in diameter and the vessel was not calcified. The patient had not undergone any pre-surgical chemotherapy or radiation treatments. The amount of bio debris on the jaws of the instrument was reported to be nothing abnormal. The csr noted that there was bleeding but it was not more than 750 ml and no medical intervention was required to stop the bleeding. The surgeon used another vessel sealer instrument to complete the procedure robotically.